Event description:
It was reported that the right atrial (ra) lead exhibited high impedance. The lead impedance trends have shown this behavior. The atrial impedance alert had been disabled given the atrial sensing and thresholds were good despite the high atrial impedance. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).